Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak/splash from the dc handle flush port and actuator knob. Additionally, it was noted that the actuator mandrel was bent at the region that goes through the septum, mandrel. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. The investigation determined that the reported and observed leak and the observed bent actuator mandrel, may be related to a potential product quality issue; therefore, this complaint was added to exception (issue) 134969 for further investigation. The investigation determined the root cause for the leak issue to be man with potential contributing factors are determined of method. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4+. Upon inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a leak was observed at the flush port and the actuator knob. Therefore, the cds was removed and replaced. Three clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 05august2025, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4+. Upon inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a leak was observed at the flush port and the actuator knob. Therefore, the cds was removed and replaced. Three clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.